Manufacturer narrative:
With reference to the FDA-letter of december 17, 2020 with report number 9610612-2020-00855 we submit the following comments. 1. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. Information already submitted in the initial MDR report of december 4, 2020. 2. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Distributed in the us: (B)(4)/ outside the us: (B)(4) (in the period: 01.2018 to 01.2021). 3. Please provide a more complete description of this event including any relevant details surrounding the event. Available information already submitted in the initial MDR report of december 4, 2020. 4. Please provide any evaluation of the event described in the medical device report by the attending physician, surgeon, hospital representative or health care professional. According to our initial 21 cfr 803 reporting evaluation, this event is deemed reportable for the following reason: as a matter of precaution (no patient hazard described) the reported failure is not considered within the product risk analysis. 5. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: (1) an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. (2) a complete description of investigation and analysis methodology(ies) used, (3) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and (4) any conclusions reached based on the investigation and analysis results. To date there is no device available for investigation. Therefore an investigation of the device itself was not possible. Due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. In the event that the complaint sample will be provided to us for investigation in the future, an update of this report will be provided unsolicited. 6. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. From the evaluation of the DHR files there is no evidence available that the reported event is attributable to the device. 7. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. There are no similar complaints against the same lot number with this error pattern.

Manufacturer narrative:
With reference to the FDA-letter of december 17, 2020 with report number 9610612-2020-00855 we submit the following comments. 1. Please confirm or provide the model, lot, serial, and/or catalog number(s) of the device listed in the medical device report as applicable. Information already submitted in the initial MDR report of december 4, 2020. 2. Please provide the total number of devices manufactured, distributed and, if available, used per year over the last three years for the medical device identified in the medical device report. Please indicate the proportions distributed in the us and outside the us. Distributed in the us: 9.390 / outside the us: 60.842 (in the period: 01.2018 to 01.2021). 3. Please provide a more complete description of this event including any relevant details surrounding the event - available information already submitted in the initial MDR report of december 4, 2020. 4. Please provide any evaluation of the event described in the medical device report by the attending physician, surgeon, hospital representative or health care professional. - according to our initial 21 cfr 803 reporting evaluation, this event is deemed reportable for the following reason: as a matter of precaution (no patient hazard described) the reported failure is not considered within the product risk analysis. 5. Please provide the results for any investigation, evaluation, and/or failure analysis, including underlying cause identification, relevant to the reported event. Please include: (1) an explanation for the reason for this occurrence based on your follow-up with the reporting facility or individual. (2) a complete description of investigation and analysis methodology(ies) used, (3) an identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved, and (4) any conclusions reached based on the investigation and analysis results. - to date there is no device available for investigation. Therefore an investigation of the device itself was not possible. Due to the lack of information surrounding the reported case and without the complaint sample being available for investigation, a definite root cause cannot be determined. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. In the event that the complaint sample will be provided to us for investigation in the future, an update of this report will be provided unsolicited. 6. Please provide any evaluation of other information used by your firm to determine whether the events described in the medical device report are or are not attributable to the device. From the evaluation of the DHR files there is no evidence available that the reported event is attributable to the device. 7. Please provide a complete list of medical device reports (mdrs) that you have determined are related to this same problem/issue. Please identify how many complaints (i.e. From all sources, including but not limited to field service records, repair history records, etc.) That your firm has received in the past 2 years that are related to this same reported device problem. - there are no similar complaints against the same lot number with this error pattern.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 1067050 - lyoplant onlay 10.0x12.5cm. According to the complaint description, the product dissolved during soaking. There was no described patient harm. Additional information was not provided nor available / was not available. The adverse event / malfunction is filed under aag reference (B)(4).